Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported falsely elevated magnesium results for a patient on the architect c4000 analyzer. The following information was provided: on (B)(6) 2019, sid (B)(6): 6.289, 2.049, 1.931, 1.93 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the tubing, peristaltic head (rohs), part number 7-35009685-02 and the hcw wsh nzl to hcw pump in, part number 7-205611-01. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.